Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. No cosmetic damage noted during testing.(B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they were having blood glucose of 516 mg/dl at the time of incident. The customer's mother stated that they tried all remedies but the no delivery alarm was not resolved. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.